Event description:
During the index procedure the patient had a 4.0 x 15 mm resolute integrity rapid exchange (rx) drug-eluting stent and a 4.0 x 18 mm resolute integrity rx stent implanted in the left main. A dissection is reported to have occurred during the procedure. A 3.0 x 9 mm resolute integrity stent was subsequently implanted in the left main to treat the dissection. No further complications were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (dissection).